Event description:
It was reported that this pacemaker was explanted due to a potential anomaly with the right atrial (ra) lead and the device header. Another pacemaker was successfully placed. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.